Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.